Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery failure was confirmed. The reported problem of the sr8 shutting down on battery power was confirmed. The root cause of the battery issues is the internal battery failed. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - the probe has battery issues. On (B)(6) 2020, sample evaluation confirmed abrupt shutdown.